Event description:
It was reported that the driver came off from the ratchet handle, falling to the wound. Dura matter injury was reported. Reportedly no defect was found with both ratchet handle and driver. It was suspected that the driver was not attached to the ratchet handle properly.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.